Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials: (B)(6). UDI= (B)(4). Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing location: supplier (B)(4), packaged by (B)(4), manufacturing date: 3/11/2014, expiration date: 10/31/2015, part #: 07.704.110s, lot#: sb6682 (sterile) - norian drillable fast set putty 10cc-sterile. During production, nc created for packaging having an out of box. Lot was release to the warehouse on 3/11/2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was involved in an automobile accident on (B)(6) 2015 and went to surgery for a (right) tibia plateau fracture. The surgeon requested the norian drillable fast-set putty (10cc). The product was opened and distributed to the sterile field and used in the patient. It was not known until seven days later when a purchase order for the product was issued and the sticker on the chart sheet stated that the norian drillable fast-set putty (10cc) was expired. The expiration date was october 31, 2015. There were no issues with anesthesia, infection, inflammation, or any allergic reaction. The procedure was successfully completed and no surgical time delay reported. The patient status outcome is fine. Anticipated treatment is a follow-up doctor's appointment in two weeks there is no plan for any revision. No additional information available this report is 1 of 1 for (B)(4).